Event description:
It was reported that increased lead impedance was observed. The device and lead were explanted and replaced.

Manufacturer narrative:
(B)(4). The reported high voltage lead impedance was confirmed in the laboratory. X-ray exam identified a broken can wire as the cause of the high impedance.